Manufacturer narrative:
Originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Incorrect serial number reported. Per email communication dated 13/oct/2023- "I confirm you that there is no complaint against the sn initially reported (B)(6) (at this moment, this icl wasn't used)." Claim# (B)(4).

Manufacturer narrative:
Additional information: a4, a5, a6-unk. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 vticm5 12.6 implantable collamer lens of -8.0/5.5/090 (sphere/cylinder/axis) lens tear/break during injection/delivery into the eye. The lens was implanted and removed intraoperatively on (B)(6) 2023. A replacement lens was later implanted and the problem was resolved.